Event description:
It was reported that the patient presented in the ER after receiving a vibratory alert. Noise was observed. Upon interrogation, low impedance was found. Dft testing was performed and therapies were aborted due to possible hv lead issue. Device was upgraded at lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported possible high voltage lead issue alert was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and can during hv therapy. The device's high voltage output circuitry was not damaged. The reported rv lead noise could not be reproduced in the laboratory. Since the reported lead was capped and not returned, a complete analysis could not be performed. (B)(4).